Event description:
It was reported that a c3-4 acdf procedure was performed. A 12mm aviator plate was used and the surgeon hand drilled using the 14mm drill/guide. When inserting the right c3 screw (4.0 x 14 vst), the screw head because caught the locking flange. The flange was buried below the screw. Surgeon decided to leave screw in as the purchase was very solid and nothing was prominent. All 3 screws were locked with secondary locking mechanism.

Event description:
It was reported that a c3-4 acdf procedure was performed. A 12mm aviator plate was used and the surgeon hand drilled using the 14mm drill/guide. When inserting the right c3 screw (4.0 x 14 vst), the screw head because caught the locking flange. The flange was buried below the screw. Surgeon decided to leave screw in as the purchase was very solid and nothing was prominent. All 3 screws were locked with secondary locking mechanism.

Manufacturer narrative:
Method: device history review; results: manufacturing files could not be reviewed because no lot number was provided and no part was returned for visual examination. There was no delay in surgery and the plate was successfully installed using a 14 mm hand drill guide. Conclusion: no specific details were provided concerning the technique used, such as over-articulation of the drill guide during installation or removal of the drill guide. Therefore, the exact cause cannot be determined. The potential cause is multifactorial in nature.